Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's extension were twisted. The issue was confirmed via x-ray and the patient was suspected of twiddling.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-16803, 1627487-2021-16805. It was reported that high impedances were observed. As a result, the patient underwent surgical intervention during which the patient's ipg and extensions were explanted and replaced, resolving the issue.